Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized twice for diabetes ketoacidosis and high blood glucose in december. It was stated that the first time the customer's blood glucose was 500mg/dl. The customer was admitted at the emergency room and released hours later. The second occasion, the customer's blood glucose was 600mg/dl, and he was released three days later. It was stated that the doctor concluded the insulin pump was malfunctioning partially because the customer responded to insulin shots, but not to the insulin pump treatment. Troubleshooting was declined and it was requested a replacement of the device. It was stated that the customer would remain on back up plan. No further information was provided.